Event description:
It was reported to boston scientific corporation that a precision colonic stent system was used during a procedure performed on (B)(6), 2010 ((B)(6) female; weight unknown). According to the complainant, during the procedure, the physician attempted to place the precision colonic stent across the stricture, however, this was unsuccessful because the lumen was tight and angulated. The physician dilated the stricture with 7mm-9mm savory dilator, but still could not get the stent in place. The physician withdrew the stent and implanted a wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (difficulty crossing lesion). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the proximal stent loops were partially deployed. A tactile examination of the delivery system noted no anomalies along its length. Examination of the crocheted stent noted no anomalies with its profile. The outer diameter of the distal tip was measured using a snap gauge and it measured within specification. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a precision colonic stent system was used during a procedure performed on (B)(6), 2010 ((B)(6) female; weight unknown). According to the complainant, during the procedure, the physician attempted to place the precision colonic stent across the stricture, however this was unsuccessful because the lumen was tight and angulated. The physician dilated the stricture with 7mm-9mm savory dilator, but still could not get the stent in place. The physician withdrew the stent and implanted a wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.